Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were reviewed and showed a dislodged blue pull ring cap to the patient connector inside the over pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective cap (pull ring) of three (3) homechoice cassettes was found loose and ¿fell off¿. This was observed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.